Manufacturer narrative:
12 - intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations found weld defect. The cannula was found cracked at the shaft and bowl interface. The cracked damage can cause the bowl to rotate freely form the shaft and can change the orientation of the shaft and bowl. No other damage was found. The is complaint is being reported due to following conclusions: the cannula base turning during procedure could likely cause or contribute to an adverse event, if the malfunction were to recur. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that during a da vinci cholecystectomy procedure, it was noted that the base of the single site curved cannula was turning. There was no allegation of harm or injury to a patient. There was no report of fragment(s) falling into the patient.